Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having signal loss with the freestyle librelink application. Successfully received glucose alarms when using a similar configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with mobile (xiaomi 11 pro, android os: 12) application. The customer therefore did not have high/low glucose alarms available and became hypoglycemic with shaking and sweating. The customer was treated with glucagon injection and sugar-water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with mobile (xiaomi 11 pro, android os: 12) application. The customer therefore did not have high/low glucose alarms available and became hypoglycemic with shaking and sweating. The customer was treated with glucagon injection and sugar-water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed again. Visual inspection has been performed on the returned sensor and no issues such as contamination or damage were observed. Bluetooth functionality test was performed for checking the bluetooth signal connection strength by scanning and pairing the returned sensor with a known good reader. The isf (interstitial fluid) log was extracted and reviewed. Observed first 5 bluetooth packets to transfer successfully indicating that the signal connection is functional. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, with use with mobile (xiaomi 11 pro, android os: 12, app version 2.8.4.9335) application. The customer therefore did not have high/low glucose alarms available and became hypoglycemic with shaking and sweating. The customer was treated with glucagon injection and sugar-water by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a signal loss issue with the adc device, with use with mobile (xiaomi 11 pro, android os: 12) application. The customer therefore did not have high/low glucose alarms available and became hypoglycemic with shaking and sweating. The customer was treated with glucagon injection and sugar-water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.